Event description:
It was reported that a clearlink, paclitaxel set leaked around the white cuff (pump segment). The nurse put one white cuff above and one below the pump. This was discovered during patient infusion with a chemotherapy drug. There was a defect/crack noted in the tubing at the top of the lower cuff. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial this event was originally reported to the FDA through report # 1416980-2023-04820 with a g3: date received by MFR of 08/31/2023. Additional information was received on 10/24/2023 that triggered this new initial MDR for this event. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.